Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain, infection and skin overgrowth at the abutment site. Subsequently, on (B)(6) 2017, the patient underwent skin revision to excise the excess skin and patient the was treated with oral antibiotics for a period of 1 week.